Manufacturer narrative:
Insulin pump received with blank display due to missing battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Event description:
It was reported that the battery compartment spring was loose. Customer's blood glucose level was unknown at the time of the incident. Customer said that the insulin pump was not bumped or dropped. The device will be returned for analysis.